Event description:
This report was received from (B)(4) and is a solicited report by a nurse from (B)(6) of transfer from exit site and bacterial peritonitis with (B)(6) in a patient coincident with dianeal unknown and extraneal viaflex therapies for automated peritoneal dialysis (apd). At the time of this report, the action taken with dianeal and extraneal therapies was unknown. On (B)(6) 2011, the patient presented with cloudy effluent. The cause of the bacterial peritonitis with (B)(6) was reported to be a transfer from exit site. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2.5gm x three doses only, route not reported) and ceftazidime (1gm, frequency and route not reported until (B)(6) 2011. On (B)(6) 2012, the event of bacterial peritonitis with (B)(6) had resolved. The event of peritonitis appears to be associated with the reported transfer from exit site. The transfer from exit site is a peritoneal dialysis procedural complication.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.